Manufacturer narrative:
Insulin pump passed displacement test, active current measurement, and sleep current measurement. However, pump trace download analysis confirmed the pump alarmed pump error 25 and power loss alarm . The power management graph confirmed pump error 25 and power loss alarm were triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Insulin pump error 63 alarmed during self test and was confirmed in the formatted history file (variableinfo = 3) due to broken trace at pin#6 at keypad assembly.the following were noted during visual inspection: cracked case near the corner of belt clip rails, cracked battery tube threads, cracked case on the battery tube side, cracked retainer ring, and missing serial number label. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump received power error detected twice and hardware low level failures alarm and the serial number on the back ID worn off. Customer was able to successfully clear the alarm and able to complete pump rewind. Customer stated the notification light did not stop flashing immediately. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.